Event description:
(B) (6) was attempting to get a 12 lead EKG on pt on the zoll defibrillator but could not get the v1-v6 leads to print out. Monitor stated "check recorder." Staff member did check the recorder and could not find any obvious issues with the defibrillator. Second attempt to print out the lead was made but was unsuccessful. Flight crew made decision to switch over the ambulance crews defibrillator to get reading which was successful.